Manufacturer narrative:
Batch review performed by medacta regulatory affairs department: lot 176826: (B)(4) items manufactured and released on 16-feb-2018. Expiration date: 2023-02-01. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved: batch reviews performed by medacta regulatory affairs department: stem: amistem-p collared 01.18.430 amistem-p collared std stem size 0 (k173794) lot 1810257: (B)(4) items manufactured and released on 06-feb-2019. Expiration date: 2024-01-23. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any other similar reported event. Liner: mpact 01.32.3239 hct flat pe hc liner ø32/c (k103721) lot 1810215: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 other similar reported event. Cup: mpact 01.32.148dh acetabular shell ø48 two-holes (k132879) lot 1811186: (B)(4) items manufactured and released on 10-apr-2019. Expiration date: 2024-04-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 other similar reported event.

Event description:
The patient came in after 1 year from the primary due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.